Manufacturer narrative:
The patient was prescribed a zio xt device by their provider in (B)(6) 2022. The patient reported itching and blisters on (B)(6) 2022. The case was assessed as not reportable because there was no indication of prescribed treatment to the affected area. The returned device was worn approximately 5.16 days and was found to work as intended. On (B)(6) 2023, the patient contacted irhythm; the patient reported they were prescribed an antibiotic for the skin irritation reported in (B)(6) 2022. No other information was provided by the patient. An MDR will be filed due to new information received that the patient received treatment for the reported skin irritation. Skin irritation is a known inherent risk of the device. Nlb0020 (xt) warnings state the following: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the patch from the patient¿s chest.

Event description:
The patient presented to their healthcare provider with a skin injury. Antibiotics were prescribed by the patient's healthcare provider.